Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead both appear to be under-sensing. The ra and rv leads both remain in use. No patient complications have been reported as a result of this event.